Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: a portion of the guide wire remains in pt anatomy. Device issue: guide wire separation. It was reported that there was a chronic total occlusion (cto) of the right coronary artery (rca). The fielder guide wire was used to cross antegradely a cto in the rca. The fielder xt "knuckled" in the cto lesion and was trapped by the calcium in the lesion thereby preventing the guide wire from being retracted out of the vessel. A tornus 2.1f microcatheter was used to give extra support to retrieve the guide wire. Then the guide wire broke off at the distal end. It was not possible to retrieve the distal part of the guide wire and it remains in the pt. (The day after event), the pt had a control angio and the guide wire was sitting stable in the lesion of the rca. The pt was discharged. The pt did not have any additional medication due to the event, the pt was on plavix and aspirin already. Another attempt at intervention may be performed again after some weeks. The radiation exposure was too high to attempt it again at this time. No additional event or patient info is available.

Manufacturer narrative:
.